Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged visualization of black particles in the device. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black specs coming out of the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found dust/dirt around the air inlet, grey film contaminant on the front panel, rear panel, and bottom enclosure. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes the device has dark contamination in the blower with water ingress in the blower box and also potential mineral deposits or dried liquid spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. There was black contamination, consistent with keratin, at the air outlet of the blower box. There was no evidance of sound abatement foam degredation. Section d8, d9 and h3, h6 updated in this report.